Event description:
The visions pv 8.2f catheter was used during a aaa procedure. Upon removal of the catheter, the nose cone on the distal portion of the catheter was separated from the body of the catheter by the sheath, thus leaving only inner core of the catheter left. This procedure was therapeutic. Physician was able to snare tip and remove from the patient without incident. No additional procedures required as a result of the tip separating.